Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode continued to exhibit high shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode took 3 shocks to successfully convert the patient. The patient experienced a syncopal episode as a result. Additionally, high shock impedance measurements of 157 ohms was observed. Review of the stored episode noted the rhythm accelerated and became very fine following delivery of the first shock and resulted in 6-7 seconds of undersensing. Two additional shocks were then delivered and the rhythm was successfully converted with the third shock. Boston scientific technical services (ts) discussed troubleshooting options. It was noted that the patient gained weight since the initial implant. An x-ray was taken, however, the results are not available at this time. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode took 3 shocks to successfully convert the patient. Additionally, high shock impedance measurements of 157 ohms was observed. Review of the stored episode noted the rhythm accelerated and became very fine following delivery of the first shock and resulted in 6-7 seconds of undersensing. Two additional shocks were then delivered and the rhythm was successfully converted with the third shock. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.